Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2014 due to infection. The head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00404 /-00405).